Manufacturer narrative:
Device evaluation:complaint device was not returned for evaluation as it has been discarded. Therefore, reported issue cannot be confirmed. The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. There is no associated deviation or non-conformity report related to this complaint. A review of the complaints related to the production order was performed and the results revealed that no other complaints for this order number. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu instructs the users on inspection for damage and proper handling to prevent damage and adequately provides precautions and warnings as well for the proper use of the product.based on the manufacturing record review, complaint data review and labeling review, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted. H3 other text : placeholder

Manufacturer narrative:
(B)(4). (B)(6). (B)(4). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during an implantation of an intraocular lens using the preloaded insertion system, model pcb00v, the trailing haptic was deformed because it got caught between the cartridge and plunger and was placed out of the capsular bag. After the surgeon fixed the position (in the bag) of the trailing haptic, a posterior capsule (pc) rupture occurred during the irrigation/aspiration (I/a) procedure. Finally, the back up lens (no manufacturer info) was implanted out of the bag. The operation time was delayed about 60 minutes. No additional information was provided.